Event description:
Philips received a complaint on the heartstart mrx defibrillator is displaying a red x, error. There was reportedly no patient involvement. The fse evaluated the device on site. The fse ran an operational check, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.